Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range and cartridge alarm 6 - vent not working) occurred with multiple cartridges during the load process. The customer's blood glucose level was 91 mg/dl. A new cartridge was successfully loaded to address the event, insulin delivery was resumed, and the customer continued to use the pump for insulin therapy. Additionally, the customer had manual injections available as alternate insulin therapy.